Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Customer reported when the user opened the vent on the drip chamber, the vent separated from the drip chamber causing chemo to leak. No patient harm or medical intervention occurred. No further patient/event information was reported.